Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was experiencing symptoms of lower back pain, thirsty, shaking and nausea. The customer didn't treat blood glucose with syringe at the time even though she had them, she was using her pump to treat. The customer was admitted to the hospital. Customer blood sugars were getting high through out the day and went to her doctor when her readings were starting to increase. The cause of emergency room visit was diabetic ketoacidosis. The customer was treated with insulin drip and hooked to IV's. The customer was wearing the insulin pump at the time of visit. After the troubleshooting was done, customer was advised to change the entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test.